Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the insertable cardiac monitor exhibited a false episode due to undersensing and noise. The patient reported to be asymptomatic during the episode. No intervention was performed. The patient would be continued to be monitored.